Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 would not close and appeared to be disconnected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was failed. A field service engineer found drawer 5_1 was broken, with the bearing cages completely off the rail, replaced the half height cubie drawers for positions 5_1 and 5_2, installed the drawers in locations 5_1 and 5_2 in the main unit, configured the drawers, and ran hardware test application (hta) testing. The tests for both drawer 5_1 and drawer 5_2 passed successfully. The system functioned as intended after the field service engineer repaired the device.